Event description:
The consumer's law firm reported via mail an unknown aged male consumer experienced a chemical burn, permanent scarring, permanent disfigurement, physical pain and suffering while using compound w freeze off advanced wart removal system. The consumer's lawyer reported the consumer started using compound w freeze off&#63489;advanced wart removal system using 1 application topically 1 time for over-the-counter treatment of common warts on an unspecified date during (B)(6) 2016. On an unknown date after starting compound w freeze off advanced wart removal system, the patient experienced a chemical burn, permanent scarring, permanent disfigurement, physical pain and suffering. The consumer's law firm sent a letter stating "during or around early (B)(6) 2016 consumer purchased compound w to remove a common skin wart from the area immediately below the left side of the chest. Instructions were followed, but rather than freezing at the site of the applicator tip, the cryotherapy agent began to pour out of top of the applicator resulting in chemical burn of about 1 1/2 inches in diameter. The chemical burn has permanently scarred the consumer. This report has not been medically confirmed.